Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient result obtained on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 intelligent lab system. The falsely depressed patient result was not reported to the physician. The same sample was initially processed on an alternate dimension vista® 500 intelligent lab system and reprocessed in duplicate on the original dimension vista® 500 intelligent lab system and one of the reprocessed results was falsely depressed. A new sample was drawn and processed on the original and an alternate dimension vista® 500 intelligent lab system. The higher result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
Additional information (27-sept-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control recovered within customer's expected ranges on the event date. The cause of the event is consistent with insufficient sample to the cuvettes. No other patient samples were reported to have the same issue. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00187 was filed on 01-sept-2023.